Event description:
It was reported that the left ventricular (lv) lead exhibited failure to sense. A lead disldogement was confirmed. It was determined that the lead was too thin for the patient leading to incomplete fixation. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.